Event description:
Voluntary medwatch received states the lead was explanted due to an unknown reason. The patient experienced no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5157688.